Event description:
During a user test, it was reported that the device would not power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.